Manufacturer narrative:
(B)(4). The actual sample was not returned. However, a photograph was provided for evaluation. Visual inspection was performed and found no defects. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration flow regulator set had a leak at the injection site. The injection site was described as ¿blank and not yellow as usual¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.